Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was doing incredibly well. The hcp had removed her stitches from the surgery, and it was reported that there was no trace of the patient's parkinson's disease. The patient was programmed at low settings on both sides, and was moving around very well.

Manufacturer narrative:
Product ID: 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3389s-40 lot# v452133, implanted: 2010 (B)(6), product type lead product ID: 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3389s-40 lot# v452133, implanted: 2010 (B)(6), product type lead product ID: 37642 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had activa scs that had been implanted since (B)(6) 2010, but the leads had been removed for some time now. The plan was to re-implant with new leads on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the leads were removed due to infection and wound disruption. The patient had an open wound, pus was coming out, and the leads were exposed. The leads were removed on (B)(6) 2013 and the patient was re-implanted with new leads on (B)(6) 2013. Since having leads re-implanted, the patient was noted as doing well and getting good therapy.